Manufacturer narrative:
The corrections are as follows: medical device type: fmi. PMA / 510(k)#: k161170.

Event description:
It was reported that serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "at hospital during influenza vaccination a competent and experienced infection control consultant/nurse vaccinator sustained a needlestick when activating the safety cover over the needle.

Event description:
It was reported that serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "at hospital during influenza vaccination a competent and experienced infection control consultant/nurse vaccinator sustained a needlestick when activating the safety cover over the needle.

Manufacturer narrative:
Investigation: a review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. DHR could not be performed as the lot# is unknown. The reported defect cannot be confirmed as no photos / samples were returned for evaluation. Therefore, root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "at hospital during influenza vaccination a competent and experienced infection control consultant/nurse vaccinator sustained a needlestick when activating the safety cover over the needle.